Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, an echelon device was inserted in the trocar sleeve. While attempting to articulate the device, the dextrus seal cap blew-up. It made a strange noise and came loose. There was no material loss. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.